Event description:
As reported, approximately seven years post initial right tka, this male patient underwent revision due to osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the reason for the revision reported cannot be determined from the information available. However, the secondary finding of osteolysis may have been related to prosthesis wear and/or loosening. This cannot be confirmed because the devices were not returned for evaluation and no images or x-rays were provided. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.